Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for rv pace lead impedance of 1008 ohms occurred on (B)(6) 2011 03:00:03. Weekly pace lead impedance trend data shows a gradual increase for min and max v.pace= 752 to 1008 ohms between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported the lead impedance rose gradually and the thresholds have increased slightly. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported the lead impedance rose gradually and the thresholds have increased slightly. The lead remains in use. It was later reported the lead threshold was high. During a routine device change out the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alert for rv pace lead impedance of 1008 ohms occurred on (B)(6)-2011. Weekly pace lead impedance trend data shows a gradual increase for min and max v.pace= 752 to 1008 ohms between (B)(6)-2010 and (B)(6)-2011.